Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+1.5/004 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to patient complained of glare/halos. The lens was replaced with an iol lens and the patient is happy. The cause of the event was unknown.

Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).